Event description:
It was reported that device contamination occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac artery. A 8.0 x 20, 75cm mustang balloon catheter was selected for use. However, when the device was opened during preparation, a small piece of foreign material was noted inside the inner pouch compromising the sterility of the device. It was noted that the inner pouch of the package was intact. The procedure was completed with another of same device. No patient injury was reported.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was returned for analysis. The device was received in the inner packaging, which was opened. No foreign material was noted on the device or packaging. No issues noted with device.

Event description:
It was reported that device contamination occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac artery. A 8.0 x 20, 75cm mustang balloon catheter was selected for use. However, when the device was opened during preparation, a small piece of foreign material was noted inside the inner pouch compromising the sterility of the device. It was noted that the inner pouch of the package was intact. The procedure was completed with another of same device. No patient injury was reported.